Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 18 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, the endotracheal tube (ett) was inserted for emergency surgery on the patient who was a known asthmatic and who was suspected of having testicular torsion. The intubation was reportedly "straightforward". Five (5) minutes into the case, increasing airway pressures were noted as well as a change in the end tidal carbon dioxide trace, which was thought to be acute bronchospasm [and was treated as such]; the patient was reported to be "very" difficult to ventilate. The surgery was completed and the pediatric retrieval team became involved in order to stabilize the patient, who was transferred to the nearest pediatric critical care unit. Prior to transfer of the patient, bronchoscopy down the tube was attempted; however, the ett was found to be significantly kinked just above the patient¿s vocal cords. It was additionally reported, there had been no manipulation of the patient¿s head during the case. Additional information received 06jun2024 the patient required reintubation; the patient was discharged from the hospital 24 hours later.

Manufacturer narrative:
The device history record for lot cm3165002 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation; however, photographs of the alleged device were provided. Review of the images provided confirmed the event as reported, tube//bent/kinked; however, without a sample to perform functional evaluation the root cause could not be determined. All information reasonably known as of 04 dec 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.